Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver 25.9ml of vincristine. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the vincristine container was empty; however, the device displayed a vtbi (volume to be infused) of 4.6ml. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.